Manufacturer narrative:
(B)(4).upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information was requested and the following was obtained: how were the torn blood vessels repaired? Stitch or bovie. How much blood loss (mls) occurred as a result of the blood vessels being torn? Minimal unknown. Did the patient require a transfusion? No. Was there any patient consequence or change in post-operative care as a result of the event? No.

Event description:
It was reported that during an unknown procedure, was inserted in the patient. When the obturator was removed, it caused blood vessels to be torn. An individual trocar of the same product code was used to complete the procedure. No additional patient consequences were reported.